Event description:
It was reported that the patient experienced ineffective therapy due to auto-reduction. Reprogramming was unsuccessful in rectifying the issue. As a result, the patient underwent a surgical procedure on (B)(6) 2022 during which the lead was explanted and replaced.